Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the knurled knob will not secure was confirmed. An assessment was performed on the device which found that the device runs in the load position (powerbroken), had low rpm (69,263; should be at least 75,000) and the teflon seal was protruding from the swivel. It was observed that the vanes were worn out and broken causing the low rpm, and also the locking component was damaged allowing the device to run in the load position. It was determined that the condition of the vanes and teflon seal, and the device runs in the load position was due to normal wear. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from colombia that during routine maintenance/testing it was observed that the knurled knob would not secure for the motor device. During in-house engineering evaluation it was observed that the device ran in the load position (powerbroken); and had low rotations per minute (rpm) and a protruding teflon seal from the swivel. The event was not related to a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.